Manufacturer narrative:
Patient codes: 2060,2240,2330,1695,1994,3189- surgical intervention, 3191- tenderness. It was reported that the patient underwent mesh revision on (B)(6) 2015 due to adhesion, hernia recurrence, pain, tenderness, discomfort and scar tissue. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on(B)(6) 2014 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.